Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 01-21-2024, the wife discovered the patient out of it with muscle spasms. The wife checked the dexcom was reading 250 mgdl, but she felt something was off so they called emergency medical service (ems). When ems arrived, they gave the patient intravenous sugar solution and got a bg of 27 mgdl while the dexcom was still at 250 mgdl. Ems brought the patient to the emergency room where the nurses continued the intravenous sugar solution and gave the patient a nasal cannula for additional oxygen. Of note, the patient was also hypertensive. The patient underwent testing including x-rays and computed tomography (CT) scans. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia and the patient was discharged (B)(6) 2024. The patient was reportedly fine the same day as discharge. No other details were documented. The reported glucose values fall within the e zone of the parkes error grid. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.